Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: meter strip connector issue - missing/bent/damaged ground pin. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for battery issue/ dead meter. The customer reports symptoms of feeling light headed and nervous, and weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 03/22/2019. Customer inserted the strips in the meter and the meter will not come on. Customer states that he replaced the battery 3 times and the meter will not come on.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip inserted backwards or upside-down. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for battery issue/ dead meter. The customer reports symptoms of feeling light headed and nervous, and weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 03/22/2019. Customer inserted the strips in the meter and the meter will not come on. Customer states that he replaced the battery 3 times and the meter will not come on.